Manufacturer narrative:
All operating currents are within specification on the insulin pump. There were no unexpected low battery or off no power alarms noted. The pump had passed the off no power test, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. They were unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. They were unable to complete the functional test due to the prime anomaly. The pump was received with a minor scratched lcd window, a cracked reservoir tube, a broken reservoir tube lip, and cracked battery tube threads.

Event description:
The customer's husband reported via phone call that the customer's reservoir compartment has been cracking over time. Caller stated that the customer's blood glucose was 312 mg/dl at the time of the incident. Customer treated for high blood glucose with an injection. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.